Manufacturer narrative:
The root cause of the instrument issue was due to an extra quad ring inside the co2 electrode port. The issue was resolved after customer removed the extra quad ring. (B)(4).

Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated falsely high carbon dioxide (co2) results for nine patient samples. Customer stated that the erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected by the erroneous results. When the anion gaps flagged the samples, they were repeated on the other dxc instrument in the laboratory, the results of which were reported. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to check the flowcell for leakage, the alkaline buffer for proper color and flow, the co2 reagent straw connections, and the ratio pump after priming for excess bubbles and proper flow, all of which were functioning properly. The cts then advised customer to remove the co2 and co2 reference electrodes, and to remove and remembrane the electrodes if dull, during which customer found an extra quad ring inside the co2 electrode port. After customer removed the extra quad ring, the co2 calibrated properly. Also, the quality controls and patient results were acceptable and within range. The cts verified instrument performance with customer to ensure that the troubleshooting effectively resolved the instrument issue.